Event description:
There was an allegation of questionable elecsys cmv igm assay results for a patient sample tested on the cobas e 801 module. On (B)(6) 2025: elecsys cmv igm result was 0.58 coi (non-reactive). Elecsys cmv igg result was 24.4 u/ml (reactive). On (B)(6) 2025: vidas cmv igg result was 25 au/ml (reactive). Vidas cmv igg avidity result was 40 avi% (equivocal). Diasorin liaison cmv igm result was 32.7 au/ml (reactive). Diasorin liaison cmv igg result was 69.8 au/ml (reactive) diasorin liaison cmv igg avidity result was 0.199. On (B)(6) 2025: elecsys cmv igm result was 0.54 coi (non-reactive). Elecsys cmv igg result was 21.3 u/ml (reactive).

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The remaining sample volume was sent to another laboratory for additional testing. The investigation is ongoing.

Manufacturer narrative:
Qc and calibration data were found to be within the expected ranges. No further results were provided from the additional testing performed at the other laboratory. Sample material was requested; however, no sample volume was left. Therefore, further investigation could not be performed. The investigation did not identify a product problem. The cause of the event could not be determined.